Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -10.00/1.50/092 (sphere/cylinder/axis) implantable collamer lens that was intended for the patient's left eye (os); had tore during loading and noted "lens tear due to snagging". This occurred on (B)(6) 2022. On this same date a replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown and noted "lens tear due to snagging during injector loading".